Manufacturer narrative:
The device was returned for evaluation, an electrical resistance test was conducted, and an open line was discovered. The red handle was opened, and it was found that the open line occurred on the catheter side in the red handle and the open line was the white motor cable. Necking of the cable was observed. No other abnormalities observed. 5s parameters were within specification. The cause of the pump stop was an open electrical line, specifically the white motor cable on the catheter side in the red handle. As noted in the impella IFU: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited a pump stop. All troubleshooting measures, inclusive of (aic) automated impella controller swap, failed to remedy the issue. The pump was removed and replaced after a 20-minute pump run. There was not any harm or injury noted. Patient was stable post explant.